Event description:
(B)(6) is the initial importer of the device which is a patient lift. While being transferred to bed by the device the nut and bolts of the spreader bar had loosened and the patient was dropped. The lift then fell onto the resident. She hit her head. She was taken to the ER and diagnosed with a fractured c6 vertebra and other minor abrasions. Afterwards she returned to hospice care where she passed away 3 weeks later with cause of death as senile degeneration. When the driver arrived to pick up the lift after the incident was reported, he did find that the cradle had come off and the bolt and nut were absent from the boom where it connects. However, upon returning the lift to the warehouse, the same bolt and nut were returned to the lift, tightened, tested and found to be in proper working condition and the lift was put back into service. The device was then isolated when the service provider became aware of the incident.